Manufacturer narrative:
The issue was solved by providing the customer with a replacement keypad. The customer's device was not returned to stryker for evaluation. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the power button of their device was stuck. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.